Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735843, h3, h6: multiple fdd/annex a codes were reported. A12 and a1102 were code for was coded for system displayed "localizer disconnected. A1102 was coded for localizer faulted message. A05 was coded for camera did not function on the bad cart, would show intermittently the amber light and then no light. The system was serviced in the field by a medtronic representative. The cable was replaced. The navigation system then passed the system checkout and was found to be fully functional. Codes b01, c02, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed "localizer disconnected". The manufacturer representative (rep) swapped the camera onto a known working camera cart and it functioned but the known working camera did not function on the bad cart. The rep reseated the connections into the camera cart to no success. The camera on the bad cart would show intermittently the amber light and then no light throughout the troubleshooting process. During troubleshooting, the rep checked self-test and was able to see the battery percentage which meant the umbilical was receiving information. The rep went through swapping components into the known working camera cart. The rep swapped the black cord going into power over ethernet (poe) from the good cart into the poe of the bad cart and the system functioned. It was noted that the probable cause of the issue was the camera ethernet cable kit. There was no patient involvement.

Manufacturer narrative:
H2, h3) the 9735843 cable was returned to the manufacturer for evaluation. There was an open at pin #2. Otherwise, all other cables and connector in the returned kit had no opens or shorts. There was connection cabling/hardware damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.